Event description:
It was reported that this right atrial (ra) lead channel. Technical services (ts) was consulted and discussed stored episodes. Ts recommended further examination of the ra lead current position. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).